Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the chest for a lung abscess drainage. During the procedure, air leakage was confirmed between the catheter and the mac-loc hub. The device was replaced successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Device available for evaluation: product received on: 09oct2018. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One unlocked 7.0fr mac-loc catheter was returned in a used condition for evaluation. Some residual biological matter was present on the device with no additional surface damage noted. A leak test was performed and confirmed the presence of a leak between the connector cap and catheter tubing. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found slightly wound in the threads. The flare appeared lopsided with a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Based on the current review of documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record was performed and revealed one relevant nonconformance in lot 8941430 for too many adapter threads being visible. One affected device was scrapped. It should be noted that there have been no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.